Manufacturer narrative:
Visual examination of the returned product identified a small indentation to the returned liner that is consistent with insertion. The locking ring was returned inside of the shell and upon removal did not show bending or damage to either side. There was no visible damage to the shell. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 650-1159, lot number: n2019010469, brand name:delta cer fem hd 28 mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when biolox delta ceramic head was inserted into the e1 bipolar liner, but biolox delta ceramic head would not move smoothly. This surgery was finished with backup product. No additional information will be made available.